Event description:
During a request for a new bone model for a pt, it was noted that a plate was broken. Surgeon stated pt had plate exposure and the plate was cut because it was palpable and bothering the pt who is extremely thin; surgeon did not want to damage more soft tissue than necessary to correct it by removing the entire plate. Only the cut portion of the plate was explanted.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. Device history record review will be requested.